Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ with lidocaine into c1 (0,7ml on each side ¿ fanning technique) and c2 (0,3ml on each side ¿ small bolus technique). Additionally injected with juvéderm® volux¿ into jw1 (0,5ml on each side ¿ fanning technique), jw3 (0,5ml on each side), jw4 (0,5ml on each side), and jw5 (0,5ml on each side). About a month later, patient shows up with an asymmetrical chin, swelling or potential filler displacement/migration was suspected. Encapsulation of the filler in the chin area was also observed. The patient reported mild jawline pain, which subsided after two weeks. Cortisone was prescribed, and the healthcare professional continues to monitor the patient's condition until full symptoms resolution and complete integration of the product into the tissue. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) ((B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.